Manufacturer narrative:
The medical records indicate the patient experienced mesh erosion. Currently, it is unknown to what extent the device may have contributed to the reported event post implant. The medical records provided included an md consultation note and explant operative report only. Without a lot number a review of the manufacturing records could not be conducted. With the current information available, no definitive conclusion can be made as to the extent that the device may have caused or contributed to any post op complications. If additional event and/or evaluation information is obtained, a follow up MDR will be submitted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
The following is based on a review of limited medical records and the attorney's legal claim provided to davol by the patient's attorney: on (B)(6) --patient underwent a total abdominal hysterectomy, bilateral salpingo-oophorectomy, burch and paravaginal repair using four prolene sutures for the paravaginal repair and then four vicryl sutures on the left side and a sacropexy using a "marlex mesh." On (B)(6) 2005--patient had an md consultation and per the notes was diagnosed with permanent mesh erosion, vaginal cuff nodules, genuine stress incontinence and urethral hypermobility. On (B)(6) 2005--patient underwent a tension free vaginal tape suburethral sling implant, transvaginal excision of eroded "marlex" mesh (alleged davol flat), transvaginal removal of permanent sutures and more marlex mesh and excision of vaginal inclusion cysts.